Manufacturer narrative:
Based on the info provided this event is deemed a reportable malfunction. Practices were discussed with the end user. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted.

Event description:
End user reported urine not dropping into bottom of pouch; unable to drain. The reporter states they had to remove to dispel the urine. The pouch stuck together and would not become unstuck.